Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, viral disease carrier, overweight, piriformis syndrome, sinusitis, vocal cord polyp, urinary urgency, cervix inflammation, vaginal inflammation, noninfective vulvitis, multigravida, bartholin's cyst, reflux esophagitis, spontaneous abortion, allergic rhinitis, delivery (2007.) And abdominal pain lower. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), memory impairment ("forgetfulness"), anxiety ("anxiety"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido"), abdominal distension ("bloating"), hypoaesthesia ("numbness in feet, arms, and hands"), ovulation pain ("painful ovulation"), gastrointestinal disorder ("bowel issues") and haemorrhoids ("hemorrhoids") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, memory impairment, anxiety, ovarian cyst, loss of libido, weight increased, abdominal distension, hypoaesthesia, ovulation pain, gastrointestinal disorder and haemorrhoids outcome was unknown. The reporter considered abdominal distension, anxiety, dyspareunia, gastrointestinal disorder, genital haemorrhage, haemorrhoids, hypoaesthesia, loss of libido, memory impairment, ovarian cyst, ovulation pain, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: there were 3 coils noted on the left ostium entering the uterine cavity and then 2 on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, viral disease carrier, overweight, piriformis syndrome, sinusitis, vocal cord polyp, urinary urgency, cervix inflammation, vaginal inflammation, noninfective vulvitis, multigravida, bartholin's cyst, reflux esophagitis, spontaneous abortion, allergic rhinitis, delivery (2007.) And abdominal pain lower. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), memory impairment ("forgetfulness"), anxiety ("anxiety"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido"), abdominal distension ("bloating"), hypoaesthesia ("numbness in feet, arms, and hands"), ovulation pain ("painful ovulation"), gastrointestinal disorder ("bowel issues"), haemorrhoids ("hemorrhoids"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, memory impairment, anxiety, ovarian cyst, loss of libido, weight increased, abdominal distension, hypoaesthesia, ovulation pain, gastrointestinal disorder, haemorrhoids, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, dyspareunia, gastrointestinal disorder, genital haemorrhage, haemorrhoids, hypoaesthesia, loss of libido, memory impairment, menstrual disorder, ovarian cyst, ovulation pain, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: there were 3 coils noted on the left ostium entering the uterine cavity and then 2 on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received. New events: cramping, unusual periods were added. Date of explant added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, viral disease carrier, overweight, piriformis syndrome, sinusitis, vocal cord polyp, urinary urgency, cervix inflammation, vaginal inflammation, noninfective vulvitis, multigravida, bartholin's cyst, reflux esophagitis, spontaneous abortion, allergic rhinitis, delivery (2007.) And abdominal pain lower. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), memory impairment ("forgetfulness"), anxiety ("anxiety"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido"), abdominal distension ("bloating"), hypoaesthesia ("numbness in feet, arms, and hands"), ovulation pain ("painful ovulation"), gastrointestinal disorder ("bowel issues") and haemorrhoids ("hemorrhoids") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, memory impairment, anxiety, ovarian cyst, loss of libido, weight increased, abdominal distension, hypoaesthesia, ovulation pain, gastrointestinal disorder and haemorrhoids outcome was unknown. The reporter considered abdominal distension, anxiety, dyspareunia, gastrointestinal disorder, genital haemorrhage, haemorrhoids, hypoaesthesia, loss of libido, memory impairment, ovarian cyst, ovulation pain, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: there were 3 coils noted on the left ostium entering the uterine cavity and then 2 on the right. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.